Event description:
It was reported by remote transmission the patient went to the emergency department after receiving inappropriate shocks due to oversensing and noise on the fractured lead. The patient also experienced several syncopal episodes due to pacing inhibition. The lead was capped. During the implant procedure of the new lead, extensive manipulation in the vein occurred which made the lead integrity, specifically the distal coil questionable. The lead was not implanted and another lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and revealed that the helix/lobe was distorted/bent. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism, and visual analysis revealed the lead was damaged at implant.